Manufacturer narrative:
This incident is recognized as use error by varian med. Sys. Labeling placed on the couch, as well as in the user manual, provide instruction and hazard warnings (with respect to hand placement), which help to ensure the safe operation of the equipment. However, it has been opened to investigate possible product improvement to further mitigate this documented risk.

Event description:
The technologist had the table unlocked and was moving the patient in when the mosfet diode on the patient seemed to be moving. The technician shoved the table in and then pulled it out. The technician had her hand on the outer carriage, and the table ran over her skin, tearing and breaking the technician's finger.